Event description:
It was reported the customer received a motor error alarm during a prime. Customer's blood glucose was over 400 mg/dl. Customer's blood glucose was treated with a manual injection. The customer's blood glucose declined to 329 mg/dl at the end of the call. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime anomaly. The motor was tested outside the device and passed and no motor error alarms were noted. The insulin pump passed basic occlusion test and displacement test. The insulin pump has minor scratches on the lcd window, cracked belt clip slot and cracked battery tube threads.